Event description:
It was reported the patient noticed a pain causing increased mobility of the neurostimulator in her left chest. The patient was hospitalized from (B)(6) 2008, for surgical repositioning and fixation of the neurostimulator without any complications.

Manufacturer narrative:
Product ID: neu_unknown_ext, serial# (B)(4), product type: extension. Product ID: 748951, serial# (B)(4), product type: extension. Product ID: 3389-28, lot# b0815707k, product type: lead. Product ID: 3389-28, lot# b0815708k, product type: lead. (B)(4).